Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm on their pump. The customer's blood glucose level at the time of incident was unknown. The customer states they clear the alarm, but the pump will count down, restart, and not allow the customer to complete prime. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised that the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, a broken belt clip slot and a missing end cap sticker. The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk.